Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including an ipg on (B)(6) 2006. It was reported that she was unable to communicate with the ipg using the charging system. In an effort to resolve this matter, a spacer kit was shipped to the pt. It was reported on (B)(6) 2011 that the spacer kit did not resolve the pt's issue. As such, a replacement charging system was shipped to the pt. The results of that intervention method have not been disclosed.